Event description:
The reporter stated that reporter's spouse's back to back (rapid succession) blood glucose tests had results of 16, 170, 133 and 157 mg/dl. The tests were done in a fasting state, using different finger sticks. Reporter did not have any symptoms. The test strips used did not pass a control solution test, 150 (high out of range). Using new test strips, the 2nd control test was in range, 120 (91-131). The reporter said that reporter's spouse's meter had never been cleaned, and that reporter assists spouse with all of spouse's testing since spouse suffered a stroke. No harm was alleged.